Event description:
It was reported that during a procedure, the handle of the ligasure device locked. The jaws of the device had to be cut away from the tissue and then the tissue tied. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to (B)(4) for an evaluation. An examination of the device confirmed that the jaws were not able to actuate as intended due to the fact that the blade was not fully retracted. The blade was dislocated from the guiding slots. Once the blade was realigned with the guiding slots and able to retract, all handle mechanics became functional. Based on the evaluation of the device, this type of failure can be caused by clamping on large, rigid tissue. The design of the lf4200 allows for larger bites of tissue than other devices. However, it is critical that the user does not place too much tissue in the jaws during use. If the jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Sss instructions for use states: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.